Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with a partially broken retainer ring. Unable to lock a sc1 cap into the reservoir compartment due to a partially broken retainer ring. The following were noted during visual inspection: partially broken retainer, cracked case, scratched case, cracked case (battery tube), battery tube threads - cracked, cracked belt clip rails and cracked reservoir tube lip. Cosmetic damage was confirmed at partially broken retainer. Reservoir unable to lock into place was confirmed due to partially broken retainer ring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the back of the pump, with the device showing signs of physical damage but no impact to pump functionality. The customer reported no adverse event. The event involved product mmt-1812. Troubleshooting was performed and the location of the damage was crack on the back of the pump. Instructed customer to revert to backup plan per health care professional instructions and to place pump in storage mode. No harm requiring medical intervention was reported. Mmt-1812 was requested, and the customer's response was that the device was returned.